Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Event description:
When the surgeon took out the driver from the joint (tibial side) small pieces from the biosure screw followed out.